Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the mx40 monitor displays a speaker malfunction error and there was no sound coming from the device. The device was not in use on a patient. There was no report or patient or user harm.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no issue with the speaker and there was sound at start up test. Although the device was working to its specification the speaker assembly was replaced as a precaution. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was operational to its specification after the speaker was replaced as precaution. The device will be returned to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.